Event description:
Customer took a blood glucose reading before bed and received a result of 208mg/dl. The customer was given 6 units of humalog and 11 units of humulin by their family member. Pt was later found in a diabetic coma. They were given glucose by mouth and came out of coma. They checked their blood glucose again and received a result of 108mg/dl. No treatment was given. No controls were used. A request was made for the return of the susepct device and replacdment product was sent.